Manufacturer narrative:
The local area sales representative will be contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 2 years in 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or reanalysis in 90 days was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 2 years in 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or reanalysis in 90 days was recommended. The device remains in service. No adverse patient effects were reported. Additional information received from the field representative confirmed that at this point the device remains in service as the physician decided to continue to monitor this patient.

Manufacturer narrative:
The local area sales representative will be contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 2 years in 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or reanalysis in 90 days was recommended. The device remains in service. No adverse patient effects were reported. Additional information received from the field representative confirmed that at this point the device remains in service as the physician decided to continue to monitor this patient. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. It was left at the explanting facility.

Manufacturer narrative:
The local area sales representative will be contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.